Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence, the physician could not cycle pump due to a large tear in the pressure regulating balloon. The aus was explanted and replaced. There is no additional information reported.

Manufacturer narrative:
D4 unique identifier (UDI) for cuff: (B)(4). D4 unique identifier (UDI) for pump: (B)(4).